Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Caller reported that the customer was sprayed with a water gun while wearing the device. Blood glucose level at the time of the incident was 97 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, and a cracked reservoir tube window.